Event description:
The patient contacted animas on (B)(6) 2014 alleging a history settings issue. The patient stated that they had a blood glucose (bg) ranging from 72mg/dl to 330mg/dl with being moody, sweaty, irritable, extreme drowsiness/difficulty waking up/confusion, blurred vision, polyuria, polydipsia, nausea, and symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal history did not match the active basal program. The patient stated that they had a stent insertion two months ago, a medication reaction and was very sick last week. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/17/2015 with the following findings: the black box shows on (B)(6) 2014 23:26 an unexplained por; when pump was powered back on the time/date was set to (B)(6) 2014 14:14. On (B)(6) 2014 14:20 an unexplained por occurred; deliveries never resumed. The pump was exercised for 24hrs with a 1.0u/hr basal rate; at conclusion of testing the basal tdd history correctly equaled 24.0u. No eaw¿s occurred during testing. The total daily dose adds up correctly and reflects the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.